Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose level was 354 mg/dl.